Event description:
It was reported to technical services on 1/2/13 that this product will be explanted due to infection. They are working with dr. (B)(6) at (B)(6) health care in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).